Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system displayed a speaker error the device beeps in standby mode continuously and rebooting did not resolve the issue. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
The philips field service engineer was not able to confirm if the device has sound at the time of the reported event. The rse confirmed that after a replacement speaker assembly the device issue was resolved. Reporting institution phone # (B)(6).